Manufacturer narrative:
According to the customer, on (B)(6) 2025, "a live bug" was found in their general pack. The customer stated that the bug was discovered on the back table by the scrub tech while the patient was intubated and asleep. The customer reported that the sterile set up was "torn down," "instruments flashed," and that the patient was "under anesthesia longer." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident and that the procedure was able to be completed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, "a live bug" was found in their general pack.